Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they would get random jolts/tingling and had been uncomfortable for a long time. Pt said they wanted the ins explanted. Pt mentioned this past weekend was the last straw when the pt was bending over and felt a "pop" on their left side which hurt really bad. Pt noted they had to call the ambulance because of the "pop" and were still numb from the "pop." Pt mentioned they found information similar to their issue (broken wires, leaking battery, or wires pulling out) on a website and pt asked if this issue has happened to other pts. Patient services specialist (pss) asked what the website was and the pt noted they found the website by typing in the model number or serial number of their ins and said it was medtronic's website. Pt said they informed their healthcare provider (hcp) about the issue and their hcp told the pt to contact patient services about the issue. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.